Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed and failed, indicating that the machine temperature was too high. It was stopped and replaced with a spare machine there was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and after maintenance, it was found that there was too much dust in the negative pressure filter of the iabp. After cleaning and replacing the filter, the fault was eliminated, the test passed, and the machine was used normally.